Event description:
Patient reported right side "great pain due to broken implants", "capsule fibrosis" baker grade unknown, "chest swollen", and "fluid can be seen on the ultrasound". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid"; "broken implants"; "capsule fibrosis", baker grade unknown.